Event description:
The pt ((B)(6)) received an scs system including an ipg on (B)(6) 2010. It was reported that the pt's ipg was replaced due to communication issues between the ipg and the charging system. Effective stimulation was reportedly recaptured for the pt following the procedure.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received the ipg was non functional. The ipg can was cut open and a leaky battery was observed. A crack was also observed on the label side of the battery weld. No functional testing could be performed due to the electrolyte leak. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.